Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached error. This device has not been in for service within the review period. A review of event history showed cassette not attached properly alarm. Visual/functional testing was performed. Complaint was duplicated by functional testing. The cause is the downstream occlusion (dso) sensor. Replaced the downstream occlusion sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error while the device was attached. There was no patient involvement, no patient injury was reported.